Manufacturer narrative:
(B)(4). This report for a transfer set connection issue was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Should additional information become available, a follow-up report will be filed.

Event description:
A baxter clinical educator contacted baxter product surveillance to relay a report they received during a visit to a dialysis unit. The baxter clinical educator reported that a dialysis unit patient had their transfer set with twist clamp fall off their titanium adapter. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted a registered nurse (rn) at the dialysis unit on (B)(6) 2011, regarding the report of a transfer set with twist clamp separating from a titanium catheter adapter. The rn stated on (B)(6) 2011, the patient had her transfer set changed. Two hours later the patient called the rn to report the new transfer set had disconnected from the catheter and that the patient was soaking wet. The rn did not see any visible damage or residue on the catheter adapter. An assist device was not used to attach the transfer set and there were no connection or disconnection difficulties noticed when attaching the transfer set. The transfer set had not been previously reattached to the adapter. The rn did not know when exactly the separation occurred only that the patient reported the transfer set just fell off and the patient was soaking wet. It could not be determined what might have caused the disconnection to occur. The patient was given one dose of an unspecified antibiotic. There was no patient injury reported. Baxter global pharmacovigilance contacted the rn on (B)(6) 2011. The rn verified there were no adverse events that occurred due to exposure of dialysis solution. The patient was doing fine at the time of this report and continued peritoneal dialysis therapy. The rn stated that the lower half of the titanium adaptor became loose when twisting the transfer set. The rn stated the issue was not with the transfer set. No further information was provided.